Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle of the device. This is attributed to failure to clean adequately. Due to the presence of the foreign material, the air/water supply volume was insufficient, and nozzle water supply removal ability was also insufficient. Other observations for the device are: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; adhesive of distal end rubber coating (a-rubber) has a chip and a crack, and is cloudy; adhesive around the light guide (lg) lens and objective (ob) lens have white cloudy area; distal end cover (c-cover) has a dent; connecting tube has a cut and a buckling; suction cylinder (s-cylinder) is shaved by cleaning brush; switch (sw) sw1 and sw4 have wear; and a-rubber, adhesive around lg lens, universal cord, and protector of universal cord have a scratch. User¿s complaint of poor air/supply volume was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of poor air/water supply. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle of the device. The nozzle is also dirty. This is attributed to failure to clean adequately. Due to the presence of the foreign material, the air/water supply volume was insufficient, and nozzle water supply removal ability was also insufficient. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was obtained from the customer regarding device handling; the device was cleaned, disinfected, and sterilized before requesting repair, the presence of foreign material adhering to the device was not known, it is unknown if there was a delay to pre-cleaning, water and air was supplied to the air/water nozzle, reprocessing accessories were normal, the scope was not submerged in cleaning fluid, the air/water nozzle was brushed/wiped with gauze, brush, or a sponge, liquid was sent to the air/water nozzle, and there were no concerns regarding reprocessing. Olympus will continue to monitor field performance for this device.